Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial aortic valve, implanted for approximately 15 years and seven (7) months, underwent a valve-in-valve procedure due to aortic regurgitation. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. Transthoracic echocardiography demonstrated mild perivalvular aortic regurgitation. A supravalvular angiogram was also performed and demonstrated mild to moderate aortic regurgitation. There was no residual gradient across the valve during systole. The patient was taken to telemetry for recovery. The patient was discharged home on pod #1.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial aortic valve, implanted for approximately 15 years and seven (7) months, underwent a valve-in-valve procedure due to aortic regurgitation. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. The patient outcome was reported as "well." No additional details were provided.